Event description:
It was reported that balloon rupture occurred. A 8.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during inflation at 15 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.